Manufacturer narrative:
It was reported to abbott that the patient's leads migrated to the ipg pocket and became wrapped around the ipg. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced resolving the issue.

Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13876. Related manufacturer reference number: 1627487-2021-13879. It was reported the patients leads migrated to the ipg pocket and became wrapped around the ipg. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced resolving the issue.